Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that battery was depleting quickly. Reportedly, the customer continued to use pump for insulin therapy. Additionally, it was reported that the pump touch screen was delayed in responding to presses. Although requested, the customer did not upload pump data for investigation. Customer's blood glucose was 185 mg/dl.